Event description:
It was reported that a patient underwent a laparoscopic prostatectomy on (B)(6) 2024 and a suture clip was used. During the procedure, the clip was loaded in the applier and the trigger was hold with the suture, but ratchet did not work and fell off. The surgeon was not able to lock the clip closed on the suture. Another like device was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - please provide the applier product code and lot number? =>the applier product code is ka200. - please confirm if there is an issue with the applier? =>no. If yes, please create a product complaint and provide the respective reference number(s).=>n/a. - what suture type and size was used? =>currently, unknown. - when the event occurred, was the suture placed near the hinge of the clip? =>yes. - were you able to lock the clip closed on the suture? =>no. If yes, after it closed, was the clip holding securely fixed on the suture? =>no. - was the applier checked for damaged (jaws straight and aligned)? =>there is no damage with the applier. - if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension?=>yes. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq).=>(B)(6) is a chief urologist.